Manufacturer narrative:
The device evaluation was completed on 4/5/2021. It was reported that a patient had a procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve was ruptured as there was back blood flow. The sheath was replaced and the issue resolved. There is no report of a patient consequence. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of back pressure test of the vizigo sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on vizigo sheath. Per the event, flow and pressure test were performed, in accordance with bwi procedures and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 3/23/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient had a procedure with a carto vizigo" 8.5f bi-directional guiding sheath small and a hemostatic valve separation issue occurred. The hemostatic valve was ruptured as there was back blood flow. The sheath was replaced and the issue resolved. There is no report of a patient consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was not assessed as a patient event, but as a MDR reportable hemostatic valve separation malfunction issue.